Event description:
It was reported that this right atrial (ra) lead became dislodged after patient discharge and the resumption of physical activity. In addition, the lead had been positioned in the lower atrial region with insufficient slack, which likely resulted in traction and subsequent lead dislodgement. As a result, this ra lead was repositioned to a higher atrial location using a stylet, with adequate slack confirmed following the procedure. This ra lead remains in service. At the time of reporting, the patient remained hospitalized, with a postoperative evaluation scheduled for the following morning and discharge planned for the next day. No additional adverse patient effects were reported.